Event description:
The customer reported that on (B)(6) 2011 erroneous, elevated triglyceride (tg) results were generated from a unicel dxc 600i synchron access clinical system for multiple patient samples. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of nine patient samples. The initial tg results were elevated and upon repeat, lower results were recovered and regarded as valid. Other chemistries were run for these samples but were not repeated, as other cartridge chemistries results were regarded as acceptable by the customer. The initial, erroneous results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of instrument assay quality control (qc) results indicated that qc results met customer established specification during the timeframe of this event. The customer indicated that a previously performed calibration attempt had failed, and that the erroneous results were generated after a customer executed weekly maintenance activity. Beckman coulter inc. Customer technical support led troubleshooting did not resolve the issue and on-site service was ordered.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2010 to address this issue. The field service engineer (fse) found scratched mixer paddles and a bad cartridge chemistry (cc) sample syringe. The fse removed and replaced both mixer paddles, the cc sample syringe and the probe. Upon completion of the necessary and verified repairs, the instrument was returned back into service. Root cause is not known but hardware repairs have resolved the issue.